Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient was having a very strong urge to void and when she tried to go nothing happened but a few drips. The patient was advised to contact their health care professional (hcp). It was reported that the patient was going to the emergency room (ER) as directed by their hcp because she was having trouble voiding. The patient also mentioned that she was not feeling well. On (B)(6) the patient noted that she went to the ER to have a catheter put in on (B)(6) 2018 and the patient had not been tracking her symptoms since she had the catheter put in because she did not know when she was voiding. The patient was again redirected to their hcp. There were no further symptoms or complications reported or anticipated.